Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and neck and noticed blisters/burns on the left side of the neck, left side of the forehead, and the left temple. No skin change was noticed until the gel was wiped off after treatment. The patient did not report feeling strong heat, pain, or discomfort during the treatment. Ice was applied after treatment. The burn was treated and a vitamin compound was prescribed. In the physician's opinion, the blister burst resulting in eroded skin. It is likely that a mark will remain. The patient was scheduled for a follow-up appointment. Reportedly, error messages occurred during treatment. The treatment tip surface was inspected prior to and during use. The tip was re-inspected after the treatment and a "foreign substance" was seen in the middle of the electrode.

Manufacturer narrative:
The treatment tip was returned to solta. An evaluation of the returned treatment tip indicated a dielectric breakdown on the tip surface. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of the treatment tip surface being too warm and reaching the over-temp limit, and that the treatment tip was not in full contact with the skin. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The reported adverse event is a known procedural complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. Also, breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. In the case of a dielectric breakdown, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip.